Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 ((B)(4), awareness date 05-oct-2015). Case was received in united states and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in 2009. Consumer reported that she was misinformed by her doctor that the essure sterilization device would help to control her heavy, painful menstrual cycles and states that she did not even need to have essure implanted really, because she has been in a same sex relationship for 6 years. She chose this birth control because of what was told to her by her doctor. According to reporter, after having essure implanted in 2009, her life took a turn for the worse. Her menstrual cycles were still very painful and very heavy (in fact they were worse than before essure), she lost all of her energy, her hair started to fall out, she gained 70 pounds, was diagnosed with fibromyalgia, had constant pelvic pain, a never ending pain in her left flank area for years, constant joint pain, started having urinary problems, her hormone levels were so low that she had to be put on hormone replacement creams, she was diagnosed with hypothyroidism and states that the list goes on. In addition, consumer reported that she is only (B)(6) years old and she had a hysterectomy on (B)(6) 2015 due to complications associated with essure. Consumer informed that she saw multiple doctors over those 6 years and most could not even give her a reason for why things were happening to her body. She was recently approved for disability and states that this is how bad essure messed up her life. Additionally, consumer informed that, ever since she was a child, she has never been able to wear jewelry that was not "real" (as reported). That is because most fake jewelry is made with nickel. According to her, she was never informed that the essure devices were made from nickel, nor was she tested to see if she had a nickel allergy prior to being implanted and states that had she been tested, she would have known that the essure devices were not a match for her. -result and assessment of the product technical complaint investigation received on 21-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had constant pelvic pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy 6 years after devices placement. This event is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer stated she was diagnosed with fibromyalgia and hypothyroidism; however no alternative explanation was provided for her pelvic pain. Considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition, other non-serious events were reported. This case was considered an incident, since device removal was required (hysterectomy performed). Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued (case identified during health authority website monitoring).